Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the heater line of the homechoice cassette and the heater bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill two of four. The patient was connected at the time of the alarm. The patient stated that the heater bag had disconnected from the set up. The technical service representative (tsr) assisted the patient in removing the set up and advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.